Event description:
It was reported that when using the side rotation switch the c-arm continues to move when the switch is released. No injury reported. A field engineer was dispatched to the site and it was determined that the gantry switches and rear paddle switch needed to be replaced. Once this was completed the system was working as intended.